Event description:
Reportedly, on (B)(4) 2013, the device took long time to be interrogated. In addition, launching the rescue shock took long time to be started too and the user stopped it consequently. Normal device functioning was observed while reviewing the parameters and device memory data on (B)(4) 2014. An investigation was required to verify if a treatment was launched or not and to explain whether there was a mishandling of the user interface or possible malfunction. Preliminary analysis showed that the first interrogation of the device was long because of the update of the embedded software version. In addition, there was only one rescue shock that was interrupted by telemetry errors.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
An updated analysis was performed following a new follow-up dated 26 may 2014. Please refer to the attached analysis report for complete details.

Event description:
Reportedly, on (B)(6) 2013, the device took long time to be interrogated. In addition, launching the rescue shock took long time to be started too and the user stopped it consequently. Normal device functioning was observed while reviewing the parameters and device memory data on (B)(6) 2014. An investigation was required to verify if a treatment was launched or not and to explain whether there was a mishandling of the user interface or possible malfunction. Preliminary analysis showed that the first interrogation of the device was long because of the update of the embedded software version. In addition, there was only one rescue shock that was interrupted by telemetry errors. A new follow-up was performed on (B)(6) 2014, the device took long time to be interrogated yet again (smartview version 2.40). Device memories were accessible and the real time tests could be performed. However, the user could not save and reset the device memory. He had to unplug the programmer to switch it off. An explanation was required.

Event description:
Reportedly, on (B)(6) 2013, the device took long time to be interrogated. In addition, launching the rescue shock took long time to be started too and the user stopped it consequently. Normal device functioning was observed while reviewing the parameters and device memory data on (B)(6) 2014. An investigation was required to verify if a treatment was launched or not and to explain whether there was a mishandling of the user interface or possible malfunction. Preliminary analysis showed that the first interrogation of the device was long because of the update of the embedded software version. In addition, there was only one rescue shock that was interrupted by telemetry errors.